Manufacturer narrative:
Vyaire complaint number #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. Fsr replaced the front display. Device was tested and confirmed to be functional. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's screen froze up while in use on a patient. The customer reported that there was a high pitched alarm that occurred. There was no report of any patient harm associated with this reported event.